Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventralight st (device #1) used to treat the patient. The patient's attorney alleges injuries and removal of the device; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralight st (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol dart device. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that on (B)(6) 2012, the patient underwent surgery for implant of an unspecified bard/davol mesh plug. It is alleged that on (B)(6) 2014, the patient underwent surgery for implant of an unspecified bard/davol ventralight st (device #1). As alleged, the patient underwent surgery to remove the herna mesh on (B)(6) 2016. As reported, the patient is only making a claim for an adverse patient outcome against the ventralight st (device #1). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."